Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent an open reduction internal fixation (orif) of the tibia medial malleolus surgery using the bme continuous compression implants (cci) speed compression implant kit. The cci implant came off the insertion handle when inserting into the distal tibia. The surgeon tried to re-assemble onto insertion handle with lamina spreader does not work. The surgeon inserted a cci implant into the bone with lamina spreader holding implant legs apart. On final bone reduction evaluation, the fracture was not aligned properly. The cci implant was removed. Fracture re-reduced. Another cci implant of the same size was used without incident maintaining perfect reduction. The procedure was successfully completed with a five (5) minutes surgical delay. The patient outcome as planned. Concomitant device reported: unknown lamina spreader (part # unknown, lot # unknown, quantity 1). This complaint involves one (1) device.